Event description:
It was reported that customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided and cause was unknown. Customer changed the infusion set and administered a manual injection to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.